Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a hematoma, atrial fibrillation and sensing issue with the device. The patient was admitted from the heart failure clinic with worsening symptoms. Right heart catheterization was performed and the patient was scheduled from an impella 5.5 which was successfully implanted. The patient was transferred to the unit on impella mcs. Once on the unit, a bedside echocardiogram was performed and showed the impella positioning shallow at 1.7. The impella 5.5 was advanced to approximately 4cm without difficulty. Additionally, a hematoma was and consequently, heparin was suspended. The patient¿s hemoglobin dropped and packed red blood cells transfusion was unsuccessfully attempted as the patient had a transfusion reaction requiring epi pen injection due to hypotension and there was associated nausea. The plan was to go to the operating room in the afternoon for hematoma evacuation which appeared to have been completed. Heparin remained off. Urine output was adequate and amber in color. Hydralazine had been given prior to the attempted blood transfusion. The patient remained status 2 for transplant, currently awaiting a donor. Milrinone was reduced and patiently tolerated this well. Impella mcs continued. Seven days later device sensing issue was noted. False ¿impella position in aorta¿ alarm presented with no correlating event for the patient. The patient was doing fine. Three days later, however, the patient experienced an arrhythmic event; patient was in atrial fibrillation and had to be off oral and intravenous anticoagulation since hematoma evacuation the prior week. Impella mcs continued for an additional two days before explant with a survived outcome and bridge to transplant.

Manufacturer narrative:
Complaint device coding was updated to better describe the reported event. Therefore, h6 medical device problem code were updated/repopulated accordingly. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The following was determined: hematoma/hypotension: the cause of the injury was not determined due to insufficient clinical details. Paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. False alarm/optical signal issue: clinical reported false 'impella in aorta' alarms. Position was confirmed via echo. The data logs confirm occurrence of 'impella position in aorta' alarm with no motor current spikes outside p-level changes. The cause of the issue was patient condition related as no log abnormalities were noted and position was confirmed via echo. Device in wrong position: clinical noted pump was shallow. No information was provided on how pump became shallow. No patient abnormalities noted. The cause of the issue was not established. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the issue was patient condition related as no log abnormalities were noted and position was confirmed via echo the cause of the issue was not established